Manufacturer narrative:
Device eval: the device is expected to be returned for eval. Implant date was an estimate, exact day of implantation in (B)(6) 2012 was not provided. Since the lot number was not provided, the device history record and complaint database search could not be performed. A f/u report will be submitted if add'l info becomes available.

Event description:
The user reported that the catheter luer disconnected from the catheter. The device was repaired. No lot number has been provided. No harm or injury was reported.